Event description:
It was reported that the programmer was new out of the box and when booted up, an error code was displayed. The programmer was power cycled twice and a different error code was displayed each time. The programmer will be returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).